Manufacturer narrative:
The reported complaint of the thermogard console (sn (B)(4)) shutdown was confirmed during the review of the event log but not during functional testing. Probable root cause could be due to saline would short the power module input. Upon visual inspection no physical damage was observed. However evidence of saline was observed on the power module input. The event log was reviewed and noted the occurrence of the mid: 14 (bg power supply) error message and mid:16 (software), thus confirming the reported complaint. During functional testing. The console passed functional testing. However as a precautionary measure, the power module input was replaced and the console passed all testing criteria and meets performance specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system serial number (B)(4).

Event description:
Approximately 13 hours ivtm treatment, the thermogard console (sn (B)(4)) powered off. Following this, the console was rebooted and treatment was continued. However the next day the console shut down. Console was replaced and the ivtm treatment was completed. No known impact or patient consequence was reported.